Event description:
During review of programming history it was noted that there was an incomplete diagnostic test that changed the patient's settings. The setting change was noticed by the physician but the settings were only partially corrected leaving the off time as 60 minutes. The patient left the appointment at those settings and the off time was not corrected until a later appointment.

Manufacturer narrative:
Analysis of programming history.